Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual sample cassette was returned to the manufacturer for physical evaluation. During the disinfection of the actual sample was found a leak in the hard plastic cassette. The reported event was confirmed during sample evaluation. A visual inspection was performed to sample and a crack was found in the hard plastic of the cassette. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. Upon completion of the evaluation, the reported issue was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing after removing it while ending their pd treatment. The patient reported not receiving an alarm during treatment. Fluid did come in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that fluid poured out of cassette door when the cassette was removed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 6 hours then performed manual treatment. (Type of medication, dose, route unknown). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy without reoccurrence of the reported event. The cassette used by the patient and the original cycler are available for return for physical evaluation by the manufacturers.